Event description:
It was reported that during a repair of a meniscal tear, two implants could not be tied down due to suture knot sticking and forming a ball in front of the trocar. The surgeon changed to an open procedure to complete the meniscus repair. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. No problem found in relation to the complaint event description. There were no additional knots or suture balls. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of the suture knot sticking and forming a ball in front of the trocar include inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears or excessive force to the suture during tensioning or suture slack removal. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.